Event description:
The customer reported charge error, can not boot up. There was no patient involvement/adverse patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.